Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 85 90-8, lot # n356397, implanted: (B)(6) 2014, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter;, product ID 8598a, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient had a catheter dislodge from the intrathecal space and it coiled up in the back. It was stated this was confirmed via imaging. It was stated the patient was not getting any pain relief. It was noted that next steps were being considered which included catheter replacement. It was noted this was the second time it had happened. The pump was used to deliver morphine. Please refer to manufacturer report # 3004209178-2014-12562 for the first dislodge

Event description:
On (B)(6) 2014 information was received from a representative indicating the original catheters remained intact. The portions of the catheters that were removed were discarded. The patient was met with since the surgery, and they were doing very well with no further concerns.

Event description:
Additional information indicated that a catheter revision was planned for (B)(6) 2014. The physician was planning to perform a laminectomy and feeding the catheter retrograde.